Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump history was missing data despite being in use, customer's blood glucose level ranged between 311-600 mg/dl which was addressed by changing pump supplies and administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.